Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the battery cap or cartridge cap was not returned; therefore, a test battery cap and cartridge cap were used to complete the investigation. A ¿call service (cs) 69¿ alarm was reproduced upon the first rewind attempt. A component failure was found on the pcb. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 22.3 mmol/l with symptoms of increased urination/thirst and increased drowsiness. There was no indication of medical intervention. The pump reportedly emitted multiple call service 069 alarms. There was no additional information available for the complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.